Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer experienced an issue where the upper parts of the syringe in the aliquoter were not sealed which was allowing air to get in and water to go out of the tip. This resulted in aliquots being diluted and then erroneous low results being generated on an unknown analyzer. New aliquots were made manually and the samples retested. Of the 236 aliquots in question, the results for 44 were significantly different. Of the data provided for five samples, only the results for one sample were discrepant. The initial transferrin result was 1.57 and the repeat result was 2.37. No unit of measure was provided. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative replaced the aliquoter syringe, valve, and syringe drive. A small number of aliquots were tested and the results were acceptable.